Event description:
It was reported that this patient had this left ventricular (lv) lead implanted into the left bundle branch (lbb). Approximately 2 months later an alert was observed for left ventricular automatic threshold detected as greater than programmed amplitude or suspended, and the presenting electrogram (egm) appeared as loss of capture (loc). Technical services (ts) recommended bringing this patient in for lead testing and to consider testing unipolar. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.